Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to a large-hole interventional procedure. Reportedly, three proglide devices had the plunger pushed in with no issue yet, when the plunger was removed, there was no suture attached to the needles. Other proglide sutures were preplaced. The sheath was upsized to greater than 8.5f, and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.